Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted and replaced due to patient dissatisfaction. Additional information was requested and has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated to reflect that the patient did not experience an adverse event prior to surgery. The patient was also reported to be doing fine after the procedure.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted and replaced due to patient dissatisfaction. Additional information was requested and has not yet been received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient did not experience an adverse event prior to the revision surgery. The patient was also reported to be doing fine after the procedure.